Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, foreign material clogged the nozzle, and white foreign material was inside the jet tube of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, the foreign material could not be identified. The foreign material may not have been removed because reprocessing could not be conducted properly due to loss of watertightness caused by a pinhole on the auxiliary water channel. A definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.